Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that gantry seemed to be stuck and unable to open the door to continue with training. No patient was present at the time of event. System sn: (B)(6).

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, aligned metal track to touch magnets. Completed system check out. System functions normally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.